Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic area / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012), chest pain, menstruation irregular and breast feeding. Previously administered products included for birth control and: mirena iud from 2008 to 2011; for an unreported indication: depo provera from 2011 to july 2011. Concurrent conditions included overweight, discomfort, papanicolaou smear normal and bacterial vaginosis. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2015, lansoprazole (prevacid) since (B)(6) 2012, medroxyprogesterone acetate (provera) from (B)(6) 2014 to (B)(6) 2014, prenatal plus iron from (B)(6) 2012 to (B)(6) 2013 and prenatal vitamins from (B)(6) 2007 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("pain lower mid abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no abnormal findings associated with the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2014: bilateral essure stent tubal occlusion. Pregnancy test - on an unknown date: negative. Patient had she had a genprobe that was negative. Patient had ultrasound findings show no signs of ovarian cysts and no evidence of malignancy patient had surgical pathology: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy resulted in cervix: negative for dysplasia or malignancy. Uterus: weakly proliferative endometrium, negative for dysplasia or malignancy; uterine myometrium and serosa, negative for malignancy. Bilateral fallopian tubes, negative for malignancy quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(4) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: case became valid and incident in follow up, reporter added, lab data, patient's historical, concomitant condition added, historical drug added and concomitant product added. Event injury nos was replaced with event "abnormal bleeding, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain lower. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic area / pain"), device dislocation ("malposition of essure device location of device: unable to visualize right coil") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 ((B)(6) 2002, (B)(6) 2008, (B)(6) 2012), chest pain, menstruation irregular and breast feeding. Previously administered products included for birth control and: mirena iud from 2008 to 2011; for an unreported indication: depo provera from 2011 to july 2011, tramadol and lisinopril. Concurrent conditions included overweight, discomfort, papanicolaou smear normal, bacterial vaginosis, heavy periods and back pain. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2015, lansoprazole (prevacid) since (B)(6) 2012, medroxyprogesterone acetate (provera) from (B)(6) 2014 to (B)(6) 2014, naproxen, prenatal plus iron from (B)(6) 2012 to (B)(6) 2013 and prenatal vitamins from (B)(6) 2007 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("pain lower mid abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy laparoscopic). Essure was removed on (B)(6) -2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain lower had resolved and the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, female sexual dysfunction and nausea outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no abnormal findings associated with the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative hysterosalpingogram - on (B)(6) 2014: bilateral essure stent tubal occlusion pregnancy test - on an unknown date: negative ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion.; in (B)(6) 2016: unable to visualize right coil. Patient had she had a genprobe that was negative patient had ultrasound findings show no signs of ovarian cysts and no evidence of malignancy. In (B)(6) 2016, doctor confirmed that he could see the left coil but was not able to see the right coil. Patient had surgical pathology: uterus, cervix, bilateral tubes, hysterectomy and bilateral salpingectomy resulted in cervix: negative for dysplasia or malignancy uterus: weakly proliferative endometrium, negative for dysplasia or malignancy; uterine myometrium and serosa, negative for malignancy. Bilateral fallopian tubes, negative for malignancy concerning the injuries reported in this case, the following one was described/confirmed in patient¿s medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events: malposition of essure device, apareunia, nausea were added. Date of insertion. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.